Event description:
The customer contact reported a leak of a chemotherapeutic agent. The option-lok male adapter of the tubing set was connected to the clave y-site of a primary plumset and was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, a leak of solution was noted at the option-lok male adapter. The leak of solution was cleaned up per the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.